Event description:
Operating room reports harmonic 1100 shears being used during total laparoscopic hysterectomy had error code show on harmonic machine. Error code instructed surgeon to remove instrument from patient. Instrument removed and circulator unplugged harmonic instrument. Harmonic plugged back in, and surgeon began safety check on instrument. New error code popped up and said instrument needed to be replaced. New harmonic opened. No issues for the patient.